Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/23/2021. H.6. Investigation: samples and pictures received for investigation, upon visual inspection of the samples received in can be observed the tip of the syringe do not have any molding defect. Scale of the syringes are blurred and double printed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Since manufacturing record established that all production and quality processes were carried out normally, we cannot confirm that the root cause of the connectivity defect. Regarding scale marking issue, possible root cause is associated with a misalignment of the pads in marking process. H3 other text : see h.10.

Event description:
It was reported that 10 syringes 1ml ls sp120 had illegible scale markings. The following information was provided by the initial reporter, translated from japanese to english: "scale marking issue: the scale is illegible.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 syringes 1ml ls sp120 had illegible scale markings. The following information was provided by the initial reporter, translated from (B)(6) to english: "scale marking issue: the scale is illegible."